Manufacturer narrative:
The ticket search determined that there is normal complaint activity for lot 09451ui00. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 09451ui00 and all specifications were met indicating the lot is performing acceptably. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Additional information provided in section b. 5. Describe event - second set of patient results (pt#1) was inadvertently not included in the initial or final MDR submissions. Correction to section d. Suspect medical device 4. Lot # from unknown to 09451ui00. The initial submission had unknown for the lot and the final submission updated the lot to 09451ui00.

Event description:
The customer observed falsely depressed architect tsh results on two patients. The results provided were: pt#1 architect = 0.06mu/ml / quest = 0.85; pt#5 architect =0.06 / quest = 0.44mu/ml (reference range 0.35 to 5 mu/ml). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included, no additional patient details are available.

Event description:
The customer observed falsely depressed architect tsh results when processing on the architect i1000sr. The initial (architect) and retest (quest) results were on 0.06 and 0.44 respectively. The customer uses a reference range of 0.35 to 5 mu/ml. There was no impact to patient management reported.